Manufacturer narrative:
The device history record for this device was reviewed, and it was determined that the device met its specifications. This device was being used for treatment.

Event description:
The locking collar of the screw became disassociated from the screw body upon insertion. The surgeon completed the case using bone screws with larger diameter. There was no reported injury or affect on the patient or procedure.